Event description:
It was reported that the flextip plus epidural catheter was in use for routine obstetric use. During removal, resistance was encountered and the pt was repositioned several times. As the removal continued, the catheter separated with 7cm remaining in situ. A cutdown procedure was performed to remove the small piece of catheter. There were no further complications.